Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after firing, half of the staple line completely opened up. Surgeon over-sewed the entire anastomosis. It could not be reported how much bleeding occurred. It could not be reported if tissue damage occurred. Operating time was delayed more than 30 minutes.